Event description:
Sorin group received a report that the ups would not start up after it was disconnected from the power supply. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 ups charging module. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. No product was returned to sorin group (B)(4) for evaluation. Without product being returned for investigation, the reported issue could not be confirmed and no root cause could be determined. No further action is deemed necessary.